Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05947. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2009 in order to treat pelvic organ prolapse and urinary incontinence and an obturator sling was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, urinary/bowel problems, recurrence, bleeding, dyspareunia, abdominal bloating, pubic rash, vaginal discharge/odor, depression, lifting restriction of 5 lbs., vaginal scarring and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent excision of mesh implants on (B)(6) 2012 due to exposed/eroded mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bso, anterior colporrhaphy with anterior mesh, total vaginal hysterectomy and evacuation of vulvar inclusion cysts; due to third to fourth grade cystocele.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency and urinary retention. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary urgency and urinary retention.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent pelvic exam under anesthesia, anterior colporrhaphy, and sacrospinous vaginal vault suspension utilizing anterior elevate mesh, cystoscopy, and excision of paravaginal tissue with fragments of mesh from prior surgery on (B)(6) 2013 due to recurrent severe anterior prolapse. It was reported that patient underwent rectocele repair, sacrospinous ligament suspension to the left side, laparotomy to control bleeding to the right lateral pelvic sidewall perirectal on the right on 10/07/2013 due to rectocele, s/p graft placement on 2009 and again in 2012, bleeding from the right pelvic vein system. No additional information was provided.